Event description:
The balloon was used to perform remodelling technique to assist with the coil embolization of the aneurysm. After coil embolization, the balloon was pulled back and an exchange procedure was performed to implant a stent. After positioning the stent, the physician performed an exchange procedure and advanced the balloon back into the desired location. The balloon ruptured when the physician tried to inflate the balloon. There were no consequences to the patient.

Event description:
The balloon was used to perform remodelling technique to assist with the coil embolization of the aneurysm. After coil embolization, the balloon was pulled back and an exchange procedure was performed to implant a stent. After positioning the stent, the physician performed an exchange procedure and advanced the balloon back into the desired location. The balloon ruptured when the physician tried to inflate the balloon. There were no consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Analysis the returned device revealed that the balloon was torn proximal to the proximal marker band. During functional analysis, the device was flushed; however, no fluid exited the distal tip of the balloon catheter. A demonstration guidewire was advanced through the catheter and restriction was encountered 69 cm from the proximal end of the balloon catheter. On extraction of the guidewire, it was noted that there were small particles of hardened contrast media on the guidewire. The balloon catheter was submerged in warm water for five minutes through three separate cycles and it was found that the guidewire still could not be advanced through the catheter. The device was dissected 69 cm from the proximal end of the catheter and a white hard substance, likely hardened contrast media, was noted. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Manufacturer narrative:
It was reported that the balloon was prepared according to the directions for use. Subject device has not been received at manufacturer for analysis